Manufacturer narrative:
The were no devices available for return. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had passed away a few days after an implant procedure. Stimulation was not activated at the time and the physician does not believe the death was device-related.